Event description:
The parents reported that the recipient did not obtain good benefits from the left-side device since implantation in 2016. In 2023, they considered a contra-lateral implantation. The pre-operative examination was conducted for the recipient on (B)(6) 2023, where it was noted that the electrode array of the left-side device was not in a good place. Reportedly, the end of the electrode array was a little curled. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the active electrode array migrated post-operatively partially out of cochlea as confirmed by diagnostic imaging. This is a final report.

Event description:
The parents reported that the recipient did not obtain good benefits from the left-side device since implantation in 2016. In 2023, they considered a contra-lateral implantation. The pre-operative examination was conducted for the recipient on (B)(6) 2023, where it was noted that the electrode array of the left-side device was not in a good place. Reportedly, the end of the electrode array was a little curled. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.